Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported leak test failure. To fix the issue, the fse ordered and replaced the pneumatic interface module. The fse then tested the iabp and it passed all leakage testing, functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) is failing the pneumatic module leak test. This was discovered prior to patient use. No adverse event was reported.